Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficulty to advance, difficulty to remove and guide wire separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement of the ht command 18 guide wire encountered resistance with the anatomy resulted in the difficulty to advance and likely caused damage to the guide wire which resulted in the difficulty to advance and remove through the pressure sensor device. Manipulation and/or inadvertent mishandling against resistance likely resulted in the guide wire separation and the appearance of the polymer peeling. The noted bends on the core likely occurred during packing for return analysis. Additionally, the treatments appear to be related to the operational context of the procedure as the patient did receive a scan; however, missing coating was not retrieved from the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left pulmonary artery. A ht command 18 guide wire was advanced with resistance from the anatomy. A cmems [cardio mems] pressure sensor was then advanced over the wire. Resistance between the devices was noted on advancement and removal of the pressure sensor. Once the procedure was complete, the guide wire was removed and outside of the anatomy, it was noted that part of the polymer coating from the tip had separated in the patient. The patient did receive a scan; however, missing coating was not retrieved from the patient and the patient was reported to be doing well. There was no clinically significant delay in the procedure. No additional information was provided.